Event description:
The customer stated the rubella calibration failed on the axsym analyzer when they changed the rubella calibrator lot to 58184m100. The abbott field svc engineer checked the analyzer and found instrument issues. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted with the investigation is complete.